Event description:
Hill-rom received a report from the account stating the intellidrive would run in reverse when pushed forward. The bed was located in ICU at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested to isolate each push handle. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account was told to replace the left push handle to resolve the issue. Based on this info, no further action is required.